Manufacturer narrative:
Alleged failure: suction irrigator ref (B)(4) used during case was leaking from the right side of the handpiece near blue and red buttons. While investigating handpiece, the handpiece began to smoke or steam from same location. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be fluid ingress causing prolonged auto activation burning plastic near the contact leads. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device emitted smoke.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device emitted smoke.